Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was maneuvered from the atrium into the ventricle when it became caught on the anterior leaflet. Troubleshooting was preformed to remove the clip from the leaflet but was unsuccessful. The clip was deployed where it was stuck on the anterior leaflet and an additional mitraclip was selected. The final mr was grade 2. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.